Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the fio2 (fraction inspired oxygen) was lower than expected. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. A low-pressure leak was noted around the o-ring that seals the oxygen flowmeter. The seal was cleaned and the leak was resolved. (B)(4).